Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turned on. A field service engineer (fse) performed troubleshooting and found the drawer controller had failed, clamping system power and preventing power-up. The issue was isolated to a full-height drawer. Testing revealed the drawer board isolation had failed, sending supplied power to ground, which also caused the pyxibus controller to fail. The fse replaced both the pyxibus controller and the drawer board, then programmed and tested the system. All bus and cable connections were verified, and drawer/pocket operations were confirmed. The user verified operation with inventory counts, and the device was returned to service. The system functioned as intended after the field service engineer repaired the device.